Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately on (B)(6) 2019 due to patient not charging the device for about 4 months, which led the ipg being inoperable. To address the issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively .